Manufacturer narrative:
Reference number: (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On 01/apr/2026 it was reported dipping was difficult but unknown if it was due to a buried bumper. On (B)(6) 2026 a diagnostic gastroscopy was performed and a buried bumper was noted with the internal fixation disc completely overgrown by gastric mucosa. The plan of action to be determined. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.

Manufacturer narrative:
Reference number (B)(4).additional information: a4 and d10.if any further relevant information is identified or obtained, a supplemental medwatch will be filed.